Event description:
Internet article reports that a patient developed an infection following hip surgery. The patient was prescribed antibiotics and returned to surgery for suture excision. The patient expired of an unknown cause approximately 10 years post hip surgery. No further event information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.